Event description:
The reporter contacted lifescan (B)(4) alleging an "error 4" issue with the subject meter. The reported issue was not resolved with customer service troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient. On (B)(4) /2011 the meter involved with this complaint was evaluated by lifescan and the meter passed testing. On (B)(4) 2011, the test strips involved with this complaint was evaluated and the alleged issue was not confirmed; however, an unreported issue was discovered during testing: control solution test was performed and the test was above the expected range. This report was initially ruled out due to the device evaluation results on the returned meter; however, this complaint is being reported based on the unreported issue that was discovered during testing.